Event description:
Allegedly the patient was revised due to other indications for revision (left).

Manufacturer narrative:
This event occurred in (B)(6). This is the same event as 3010536692-2014-00775.